Manufacturer narrative:
(B)(4). Urinary/bowel problems; neuromuscular problems. Additional narrative: it was reported that mesh was implanted on (B)(6) 2009 due to pelvic floor repair. Following insertion the patient experienced pain, infection, urinary/bowel problems, fistulae, neuromuscular problems and vaginal scarring. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic enterolysis, laparoscopic colpopexy, cystoscopy, posterior colporrhaphy, and perineorrhaphy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and solyx sis system were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.